Manufacturer narrative:
(B)(4). Date sent: 3/13/2024 d4: batch # unk (B)(4). H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the ileostomy reversal planned and if yes, when? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Is the device available for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, (B)(4), during a robotic assisted low anterior resection while performing anastomosis of the intestine, the surgeon placed eea sizers and was able to accommodate the 29 eea stapler to the staple line. The stapler was then deployed anteriorly with the rectal staple line not included no crossing staple lines. The two ends were mated robotically. The stapler was fired. The anastomotic rings were inspected and complete. A rigid proctoscopy was placed transanally and air was insufflated after the anastomosis was placed under irrigation there was an obvious leak. The surgeon identified the leak in the right anterior portion of the staple line. 3-0 v-loc was then placed, and the surgeon oversewed the area. There was a pneumatic leak in multiple layers. Additional air was instilled with the rigid proctoscopy under irrigation, there was no evidence of any additional leak. Due to the pneumatic leak, the surgeon diverted the intestine with a diverting loop ileostomy.